Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Anxiety-product/procedure: unable to observe. As per the investigation procedure, creases, particles and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture, two enhancing lesions behind the right side implant, and implant exchange from textured to smooth due to the patients concerns with the product. The device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Two enhancing lesions behind the right side implant and implant exchange from textured to smooth, due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.